Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, gravida ii and parity 2. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("headaches"), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("vaginal discharge with odor"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("diarrhea"), depression ("depression"), anxiety ("anxiety"), memory impairment ("forgetfulness"), palpitations ("palpitations") and angina pectoris ("heart pain"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, menorrhagia, headache, dyspareunia, vaginal discharge, dysmenorrhoea, vulvovaginal pruritus, diarrhoea, depression, anxiety, memory impairment, palpitations and angina pectoris had not resolved. The reporter considered angina pectoris, anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, headache, memory impairment, menorrhagia, palpitations, pelvic pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: pregnancy negative. X-ray - on (B)(6) 2019: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, pregnancy and parity 2. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("headaches"), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("vaginal discharge with odor"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("diarrhea"), depression ("depression"), anxiety ("anxiety"), memory impairment ("forgetfulness"), palpitations ("palpitations") and angina pectoris ("heart pain"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, menorrhagia, headache, dyspareunia, vaginal discharge, dysmenorrhoea, vulvovaginal pruritus, diarrhoea, depression, anxiety, memory impairment, palpitations and angina pectoris had not resolved. The reporter considered angina pectoris, anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, headache, memory impairment, menorrhagia, palpitations, pelvic pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2013: pregnancy negative. X-ray - on (B)(6)2019: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: the case (B)(4) (MFR# 2951250-2020-10697) was identifiable of duplicate of this case and therefore the case (B)(4) was deleted from argus database. New reporter added. Patient¿s relevant history, lab tests and all events were added were added. Essure was ongoing. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.